Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when opening the chipboard box of the 3.5x33mm xience skypoint stent delivery system (sds) the inside pouch was labeled as 3.5x38mm xience skypoint sds (lot# 2111541). Therefore, the sds was not used in a procedure. There was no patient involvement and no clinically significant delay. The procedure was completed with another xience skypoint stent.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device as the respective lots were manufactured approximately five months apart on different production lines and a query of the sap system indicated the account received both part/lot numbers. All currently available evidence points to the placement of the xience skypoint 3.5 x 38 in the chipboard box for a 1804350-33 and lot number 2061341 having occurred at the account; therefore, no product-related corrective action is required.